Manufacturer narrative:
(B)(4). As per field representative's reply, the lead was discarded and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Subsequently, lead dislodgement was confirmed per x-ray result. The lead was explanted and was not available for return. No additional adverse patient effects were reported.